Event description:
Asku

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and found to have no anomalies. (B)(4): the proximal segment of the lead was returned and analyzed and found to have no anomalies. Evaluation summary (B)(4) no anomalies found (B)(4) proximal segment (B)(4) no anomalies found (B)(4) proximal segment.

Manufacturer narrative:
Death was added as an outcome. Correction made to the evaluation summary of (B)(4). It was originally miscoded by the lab at normal battery depletion. Evaluation summary: (B)(4): analysis of the device revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
An implantable pulse generator and two leads were returned to the manufacture with no information from an unknown source. Per the manufacture database the patient died approximately one month after implant of the ipg and leads. The patient presented to the emergency room with a very low heart rate, pre-syncope, and dizziness. The pacemaker was implanted the following day. An echocardiogram showed a large pericardial effusion and 500ml of fluid was removed. An x-ray revealed a pleural effusion and a chest tube was placed. The patient showed some improvement however the pacemaker was not capturing and on day five of hospital stay a lead revision was performed. The leads had dislodged, were removed and successfully replaced with the leads that were returned. The patient was transferred to a hospital in their home country two days later. Cause of death and circumstances surrounding death have been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) : the proximal segment of the lead was returned, analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Death was added as an outcome. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.